Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, surgeon experienced recent staple loads having bleeding through the staple line.